Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. Insulin pump received with cracked case at display window corner, minor scratched and cracked display window.

Event description:
Customer reported via phone call that the numbers on the screen were scrolling without any input from the customer. Customer's blood glucose was 167 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.